Manufacturer narrative:
The intraocular lens (iol) to date remains implanted into the patient's eye and the foreign material was not returned for analysis. A video of the procedure was provided and was evaluated. The video shows a white particle on the lens optic section confirming the reported issue. The surgeon tried to remove the foreign material without success. It was visually not possible to confirm if the foreign debris observed is an embedded particle or not. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. During manufacturing, the operators conduct 100% visual inspection and cleaning of the lenses at 10x microscope magnification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, a foreign body was noticed on the intraocular lens (iol). The surgeon tried to remove the foreign material, that seemed to be embedded on the lens, without success. The lens was not explanted and no patient injury was reported. The lens remains implanted and to date the patient has not have any issues. No further information was provided.